Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The incident was reported to the manufacturer via legal proceeding paperwork submitted to the user's location of purchase in (B)(6), limited information has been made available. It is reported that in (B)(6) 2021 the user was seen for consultation and received a prescription for the biofinity sphere soft corrective contact lens and was provided with two pair of diagnostic lenses. On the first day of use, the user experienced eye irritation but continued to use the device, this continued for two more days before the user sought medical assistance. It is reported that the user was diagnosed with a corneal ulcer, location and severity are not specified. The documentation indicates that the use experienced vision loss and remains under medical care. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information and unknown resolution.

Event description:
The incident was reported to the manufacturer via legal proceeding paperwork submitted to the user's location of purchase in brazil, limited information has been made available. It is reported that in february 2021 the user was seen for consultation and received a prescription for the biofinity sphere soft corrective contact lens and was provided with two pair of diagnostic lenses. On the first day of use, the user experienced eye irritation but continued to use the device, this continued for two more days before the user sought medical assistance. It is reported that the user was diagnosed with a corneal ulcer, location and severity are not specified. The documentation indicates that the use experienced vision loss and remains under medical care. Good faith efforts have been made to obtain further information without success, additional information is unknown. This event is being reported in an abundance of caution due to lack of medical information and unknown resolution. Additional information received from the treating physician. The patient felt intense eye irritation on first use but kept the lenses instilled for the remainder of the day and removed at night. The patient resumed lens use the following day and experienced irritation, redness and swelling. The following day the patient sought medical assistance. The patient was diagnosed with a severe central bacterial corneal ulcer of the left (os) eye and was prescribed besivance on 02 march 2021. On 03 march the patient was seen by a specialist who prescribed besivance, oftpred, and optive. The patient was seen on 08 march for following, no information provided on the patient's condition, but all medications were continued. The next date of care provided is 14 july 2021, it is unknown if the patient received any further follow-up care between march and july. At july visit, the physician indicates complete healing of the cornea but resulted in permanently decreased visual acuity.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. Additional information received, the following fields have been updated: a2, a3, b2, b3, b5.